Manufacturer narrative:
"It was reported to covidien on 10/26/2016 that an issue occurred with a lite glove. The customer reports the gloves tear at set up. No patient involved." To "it was reported to covidien on 10/26/2016 that an issue occurred with a lite glove. The customer reports the gloves tear at set up. The lite glove was too tight when placing on the devon handle during set up. A new glove was placed. No patient involved."

Event description:
It was reported to covidien on 10/26/2016 that an issue occurred with a lite glove. The customer reports the gloves tear at set up. The lite glove was too tight when placing on the devon handle during set up. A new glove was placed. No patient involved.

Manufacturer narrative:
Submit date: 11/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lite gloves. The customer reports the gloves tear at set up. No patient involved.